Event description:
The facility reported to alrgo customer service an infusion pump with failure code 16: 310. The event was reported to have occurred during biomed testing. No record of any patient incident involving the pump, no patient injury has been reported.